Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The device history record was reviewed and found no irregularities. Omsc evaluated the subject device and determined that the subject device meets the specification. Omsc also evaluated the cv-290 used conjunction with the subject device in this event and found the cv-290 was damaged due to user error. As an investigation result, it was concluded that this event was attributed to the damaged cv-290 by user error.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography with non-olympus choledochoendoscope, the subject device and evis lucera elite video system center cv-290 were used. In the procedure, the image on the monitor was black out. The user replaced the subject device and cv-290 with another devices and completed the intended procedure. There was no patient injury reported. It was informed that during the procedure the subject device and cv-290 were splashed with water accidentally.